Manufacturer narrative:
Add'l PMA/510(k): k961439. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states getting high platelet impedance background counts (9.5, 33.8, 17.2) when using the cell-dyn sapphire analyzer with cell-dyn sapphire/reagent/4k diluent/sheath, 20l. No patient samples have been run since the background issue started. There is no impact to patient management reported.